Event description:
Severe adverse side effects including chronic pain, chronic fatigue, hair loss, gastrointestinal problems including gall bladder removal, allergic reactions to nickel, pruritus. Candida infections, severe bloating, lower back pain (inflammation of the sacral ilium joint), shortness of breath, etc.